Event description:
N/a.

Manufacturer narrative:
The bactiseal catheter kit (ID (B)(6)) was not returned for evaluation as the product is not available for return as per customer; and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer, could be linked to the patient and hospital surroundings, as it was determined not to be the cause of bactiseal's allergic reaction, as noted in additional information previously reported. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: "since it was confirmed the recovery of the symptoms without removing bactiseal, it was determined not to be the cause of bactiseal's allergic reaction."

Event description:
N/a.

Event description:
A physician reported a bactiseal catheter kit (ID 823072) catheter and avalve (828810) (serial unk) were implanted via ventriculoperitoneal (v-p) shunt on (B)(6) 2023. On (B)(6) 2023 the patient presented with a rash and fever. Cefazolin and acetaminophen were prescribed, but there was no improvement. On (B)(6) 2023 steroids was administered and patient is currently under observation. According to the physician¿s comments, he has concerns about an allergy reaction to bactiseal. Based on the information provided, it is unknown if the patient has known allergies, the type of rash and its location. The surgeon concern is for the catheter, not the valve. After administration of steroids, some recovery was observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.